Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was unknown at the time of the incident. The customer also stated that the drive support cap was flush. The customer was assisted with the troubleshooting. The customer was advised to discontinue the use of the insulin pump and revert to the back-up plan. The insulin pump will returned for the analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. The device was received with motor error alarm during the basic occlusion test due to loose and protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or verify prime alarm due to motor error alarm.